Manufacturer narrative:
Additional information: d9, h3, h5.

Event description:
New information indicates that the pacemaker's failure to interrogate with both inductive and radio-frequency telemetry was ascertained to be due to end-of-life (eol) performance of the device. The pacemaker was explanted and replaced. The patient's status was unknown.

Manufacturer narrative:
The device was received from the field with output and unable to establish telemetry. Analysis after device was cut open revealed device battery voltage was above elective replacement indicator level. Further analysis performed after resetting power on device and attempting to reload product code failed. Failure to reload product code is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the implant duration exceeds total projected longevity indicating normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker exhibited failure to interrogate with both inductive and radiofrequency telemetry issues. It was confirmed that the device was pacing with magnet. Device replacement was discussed. The patient was stable.